Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed during product evaluation. This condition was caused by a defective main display. The main display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
This is a report of a colleague infusion pump with a display malfunction, which could have caused an interruption of delivery. The reported condition occurred upon power up in the biomedical service department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.